Manufacturer narrative:
Initial info dated 01-nov-06: this male consumer reported that he first used sculptra (poly-l-lactic acid) 6-8 years ago through a compassionate use program for lipoatrophy. Medical history includes hiv positive. Addendum dated 03-nov-06: batch record review (brr) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches market in USA. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum dated 26-mar-07: new info upgrades this case to a serious important medical event due to facial disfigurement. Patient had "fair results" with sculptra 6-8 years ago for 18 months. When the results faded, he was left with hard nodules under the eyes. He was treated with triamcinolone without improvement. On an unspecified date, the largest nodule was surgically removed, leaving a scar. The consumer restarted treatment with poly-l-lactic acid in 2006. The consumer reported that his recent sculptra treatment results lasted less than a year and he continues to have nodules and sunken cheeks. He feels his face is "disfigured" due to the nodules. Nodule is considered listed in the labeling for the product. The manufacture sees neither an increased trend in frequency or severity of nodule, nor any new safety signals as the result of this report. Nodule is typically a cosmetic concern and not a major medical issue that would result in a permanent disability, a life-threatening condition, or fatal injury. This report is being submitted to maintain consistency in adverse event reporting across regions.

Event description:
Initial info received on 01-nov-2006: this male consumer reported that he first used sculptra (poly-l-lactic acid) 6-8 years ago through the compassionate use program and it worked. The product was used for lipoatrophy and for nodules underneath the eyes, temples, and cheeks. Concomitant medication includes reyataz (atazanavir sulfate), ziagen (abacavir sulfate), and videx (didanosine). Past medical history includes hiv positive since 1988. He recently restarted using sculptra, which was injected under the eyes, cheeks, and temples by a plastic surgeon. After his 5th treatment less than a year ago, he noted that the product was not working. Within a few months his cheeks were sunken and the nodules were still under his temples and eyes. He has not yet spoken with his plastic surgeon, as he will be switching to a dermatologist for subsequent doses. No additional information was provided. Addendum for follow-up dated 03-nov 2006, received by uspv on 14-nov-2006 from product technical complaint report for sculptra batch number unknown: batch record review (brr) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches market in USA. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information received from consumer 26-mar-2007: new info upgrades this case as serious as an important medical event (due to facial disfigurement). The consumer reported that he was initially treated with injectable poly-l-lactic acid 6-8 years ago for lipoatrophy (not for nodules as was previously reported.) The consumer had "fair results", which lasted 18 months. When the results faded, he was left with hard nodules under the eyes. The consumer was told that the nodules would diminish within a few months, but they did not. His physician injected triamcinolone into the nodules without improvement. On an unspecified date, "years later," his physician surgically removed the largest nodule, leaving a scar on his face. The consumer restarted treatment with poly-l-lactic acid in 2006 hoping it would "fill-in" his face and hide the nodules. He had "fair results" as long as he had injections every 4-8 weeks, but when he stopped, the results would diminish pretty quickly. The consumer reported that his recent poly-l-lactic acid treatment results lasted less than a year and he continues to have nodules and sunken cheeks. He feels his face is "disfigured" due to the nodules, no additional information was provided.